Event description:
The technician was positioning the otc over a pt on the table for a lateral exam. The technician pressed the "alpha" button, also inadvertently pressing the "all" button on the otc operator handle. The otc motor drove the otc vertically downward at a higher than usual rate of speed. The operator did not (or possibly was unable to) release the "all" button quickly enough to prevent pt contact. The otc contacted the pt with some amount of force in the hip area.

Manufacturer narrative:
The "alpha" button is adjacent to the "all" button on the otc operator handle. The "all" button allows manual otc movement in longitudinal, transverse and vertical directions. Vertical movement (only) is assisted as necessary by a motor inside the telescope assembly. The motor is signaled to engage as follows: the operator physically initiates up or down movement with the "all" button pressed. A transducer inside the telescope assembly senses the vertical directional flex (up or down) and sends a signal through the gage board to turn on the motor to assist the vertical movement. Feedback to the motor through the transducer and gage board continue to communicate signals to the motor to speed up, slow down, or disengage as needed. The "alpha" button mentioned above allows manual angular rotation of the otc (overhead tube crane) in the alpha (windmill) direction. Pressing this button alone could not have resulted in the motor assisted downward movement of the otc that occurred. The motor assist is only engaged when otc movement is enabled in the vertical direction. Initial failure analysis concluded that the transducer malfunctioned, interfering with proper communication to the motor. Corrective and preventive actions are being coordinated with the otc supplier.